Event description:
No blood glucose levels reported. The customer reported a motor error alarm from the insulin pump. No additional information was provided.

Manufacturer narrative:
Findings: unit received motor error alarm during rewind due to encoder out of phase. Unable to perform displacement test due to constant motor error alarm. Pump received with cracked reservoir tube lip. (B)(4).